Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "would not turn on and was making a funny noise." The reporter stated that they tried using two other attachments and the burr would still not turn. The device was used in a "brain/neuro" surgery. There was a delay in surgery because they had to open another drill. There were no injuries or medical intervention reported. There was no additional information provided.